Manufacturer narrative:
Results: it was previously reported that a sample was available for evaluation, however, after multiple attempts there has been no response by the customer regarding the status of a sample and no samples have been returned. A review of the device history record could not be performed as a lot number for this incident was not provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample was not returned for evaluation.

Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using a bd durasafe¿ cse procedure set, the patient experienced a small lump under the surface of her skin. The patient received an ultrasound and a small piece of metal was identified. The patient had surgery to retrieve the piece of metal. Additionally, the reporting facility stated that they are not sure the piece of metal came from the cse set or from a difference product.